Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the black box showed the last basal delivery was on (B)(4) 2018. The last delivered bolus was a 0.050u ezcarb normal bolus on (B)(4) 2018. The basal history for (B)(4) 2018 correctly matched the programmed basal rates. The black box showed a temp-basal program run on (B)(4) 2018. A cs 174 -basal edit not saved was recorded on (B)(4) 2018 which indicated the user attempted to edit the basal rate but did not select save. An occlusion alarm was recorded on (B)(4) 2018. An occlusion alarm occurred as well. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. There were no hypertensive or stuck keys were observed on the keypad. The total daily dose added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate a basal history recording defect during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 27.8 mmol/l, with polyuria, abdominal pain, nausea, vomiting, extreme drowsiness, and large ketones, associated with an alleged inaccurate delivery issue. Reportedly the patient remained on the pump, and did not receive any treatment above and beyond the usual routine for diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal rate was only delivering some of the programmed dosage. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.